Event description:
Potential for injury associated with an irc1710 aerosol compressor where the compressor isn't working properly. This could cause the user to miss the prescribed dose(s) of medication.